Manufacturer narrative:
Technician suggested that the account replace the bed exit sensors. No further information is available on the repair of the bed at this time.

Event description:
Account alleged that the bed exit only alarms on out of the bed. For positioning and exiting the bed exit will arm, but not alarm. No incident was reported as a result of the issue.